Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-18781) lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that the device prematurely reached eri. The device was explanted and replaced with no adverse consequences to the patient.